Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ping meter remote was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The alleged issue began on (B)(6) 2011 at approximately 10 am. The patient tested on the subject meter and received a higher than normal reading. The patient informed the mss that he is a brittle diabetic and his blood glucose levels can range from "140-300 mg/dl." The patient stated he administers humalog insulin using an insulin pump based on a sliding scale. The patient claimed he took a bolus of humulin insulin (2 units) based on the reading. The patient denied feeling symptomatic at the time of testing and reportedly had not eaten anything after testing and just fell asleep. At around 12 pm, the patient's wife found him unconscious. He was reportedly tested on the subject meter and received a reading of "343 mg/dl" which he claimed was 100 points higher than his "medtronic's paradigm" continuous monitoring device. The patient stated his wife called emergency medical services (ems) and when they arrived, they tested him on the ems meter (unknown type) and received a reading of "26 mg/dl" at approximately 1:00 pm. He stated the ems gave him juice and he was taken to the hospital and while on the way to the hospital, he reported having "seizures." The patient stated when he arrived, he was treated with intra-venous glucose at approximately 1:30 pm and he began to stabilize shortly afterwards. Another blood glucose test was performed after the treatment on an hcp meter (unknown type) with a result of approximately "200 mg/dl." The patient stated he was released later that day. At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure. A control solution test was performed which reportedly fell high outside the range on the vial of subject test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms and received treatment for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k082590.